Event description:
A mis procedure was performed from t11 to l2, with a fracture at t12. Instability at the fracture site was noted. During screw placement, medial breaches were observed at right t11 and l1, leading to their removal and redirection using the xvs system. Investigation of the case determined that the inaccuracies were attributed to anatomical movement following registration, likely due to the forces applied during pedicle cannulation near the unstable fracture. No patient harm occurred, and no system malfunction was detected.